Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing swelling and soreness at the ipg site. The physician opened the pocket and a seroma was found. The ipg site was drained and washed with antibiotics. The pt was admitted to the hospital for a few days for monitoring. The pt is on vancomycin as a precaution and is doing well at this time.